Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance measurements. This lead remains in service. No adverse patient effects were reported. Dm

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance measurements. This lead remains in service. No adverse patient effects were reported. Dm.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 12-14 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.